Event description:
On (B)(6) 2015 clinic notes were received for review. Clinic notes dated (B)(6) 2015 indicate that the patient has been having an increase in seizures. She noted that the activity began as far back as (B)(6) 2015. Clinic notes dated (B)(6) 2015 indicate that the patient continues to have frequent auras. The patient was concerned her vns is malfunctioning. She described a feeling of hesitancy when device is stimulating. She stated she does not feel magnet stimulating right away when she swipes it. She is concerned the device is wearing out and that this is why she is having an increase in seizures. The patient reportedly complained of device malfunctioning before, in (B)(6) 2015, but the physician stated that there were no abnormalities found when device was interrogated and diagnostics were completed. The physician performed diagnostics on the (B)(6) 2015 visit and noted that they were normal with an impedance of 2174ohms. The physician also performed diagnostics on the (B)(6) 2015 visit and noted that they were normal with an impedance of 2020ohms; he interrogated her vns but made no adjustment to her settings. The clinic notes dated (B)(6) 2013 indicate that the physician changed the patient's parameters from rapid cycling to regular cycling and a few minutes later the patient's auras came back and she swiped the vns once with no help and then had a cps in the clinic. Therefore, the vns parameters were reset to the previous parameters and the patient was sent to the ER for observation since she was not back to baseline yet. At this (B)(6) 2013 office visit the patient also noted that at the end of her auras, she feels a little twitch at the incision area in the back of her neck and she thinks it feels as if "dbs and vns are making a talk ", usually a few minutes later the aura hits her harder and she has to use the magnet. The patient's (B)(6) 2015 office visit reported that the patient has been having auras/spells and describes some as "chicken dance" which happened following the use of the vns magnet. She therefore stopped using the magnet. She then denied any side effects from the vns except for occasional coughs. The patient reported on (B)(6) 2015 that she is having an increase in seizure related to a low battery. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2016, product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
On 12/11/2015 it was reported that the patient underwent generator replacement that day due to battery depletion. The explanted generator was returned for product analysis on 12/15/2015. Product analysis is still underway and has not yet been completed. The physician reported that he is unsure of the relationship of the patient¿s increase in seizures to vns. The only intervention taken was to replace the patient¿s generator. No changes were made to the patient¿s settings, medications, or other external factors prior to the onset of the increase in seizures. The physician noted that the increase in seizure frequency is above pre-vns baseline levels. The physician also noted that the patient¿s partial seizures were the seizure type that increased.